Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly calcified, heavily tortuous, 90% stenosed mid circumflex. After predilatation was performed the 2.75 x 15 mm xience pro stent was deployed. A stent edge dissection was observed for which another xience pro stent was deployed for treatment. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system electronic instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.